Event description:
Literature was reviewed regarding pediatric ventricular assist device (vad) patients and end of life. The authors described patient deaths; the most common cause of death was multiorgan failure. Other causes of death included infection, hemorrhagic or ischemic strokes, bleeding events, respiratory failure, cardiac failure, unknown device malfunction, and other unknown causes. Patients. At the time of death, some of the patients were receiving at least one vasoactive infusion, more than half of whom were on at least two infusions, some patients were intubated, and others were receiving dialysis. There were patients who experienced neurologic dysfunctions, major bleeding events, major infections, and right heart failure and were hospitalized with various intervention performed which included device exchanges; some of these patients survived. The status of the vads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/7 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: end-of-life in pediatric patients supported by ventricular assist devices: a network database cohort study. Pediatric critical care medicine. 2023; volume 24, number 1. Doi: 10.1097/pcc.0000000000003115. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.